Event description:
It was reported that the customer experienced a low blood glucose (bg 36 mg/dl). Customer did not provide further information regarding the event and although requested, no additional information was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.